Manufacturer narrative:
Button error alarm and intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was delivering insulin when the customer didn't need it. Customer disconnected from the insulin pump and took out the battery to stop the beeping. Customer then reinserted the battery and the device alarmed a button error alarm. Customer's blood glucose was 60 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.